Event description:
On (B)(6) 2012, the patient claimed he required hcp treatment at the hospital for dka. The patient reportedly awoke on the morning of (B)(6) 2012 with "hi," blood glucose above 600 mg/dl and was vomiting. He was unable to keep any fluid down and was hospitalize from (B)(6) 2012 to (B)(6) 2012. During his hospital stay, he was taken off of insulin pump therapy. During troubleshooting, the patient indicated he did not recall any alarms from his pump around the time of hospitalization. There was no report of any bent cannula. The animas is being replacement due to a display issue which began after the hospitalization. This complaint is being reported because the patient received medical intervention for unexplained elevated blood reading while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was involved with the alleged incident. The product was requested back for investigation.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed record of an unconfirmed suspend alarm on (B)(6) 2012, followed by an unconfirmed replace battery alarm that drained the battery on the date of the alleged event. There was no record of any activity after that event. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and did not reveal evidence of damage or defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.